Manufacturer narrative:
Date of publication. Third-generation zotarolimus-eluting and everolimus-eluting stents in all-comer patients requiring a percutaneous coronary intervention (dutch peers): a randomised, single-blind, multicentre, non-inferiority trial. Https://doi.org/10.1016/s0140-6736(13)62037-1. If information is provided in the future, a supplemental report will be issued.

Event description:
This study was to assess the safety and efficacy in all-comer patients of two third-generation stents. Drug eluting stents implanted included resolute integrity. Definite stent thrombosis occurred in three (0·3%) patients in the zotarolimus-eluting stent group .